Event description:
It has been reported to philips that the allura's detector overheated, resulting in an inability to expose. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and cleared the blockage in the coolant line, filled the chiller with fluid and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that detector overheated and x-ray not possible. After reviewed the log file fse confirmed that a blockage in the cooling lines of the detector. The fse took the correct action with clearage of blockage of detector cooling hoses, after clear the blockage the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.